Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 57 mg/dl using his breeze2 meter. The customer passed out after testing his glucose, so paramedics were called. Paramedics tested the customer's glucose at 37 mg/dl using their meter. The advocate did not provide information about the treatment the customer received or if he was taken to the hospital. Attempts to reach the customer for more information have not been successful. The advocate declined to troubleshoot the breeze2 system. The customer's current meter is to be returned for evaluation. A replacement meter was sent at the advocate's insistence.